Event description:
Customer stated that segments were missing from their display. Upon further review, it was determined that segments were missing from the 100s position of the display. The customer also stated that they were having a difficult time presenting strips. Customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.